Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Contact stated that "he does not think blood glucose levels have been affected". Reportedly, customer will continue to use the pump, and has back up insulin pens if needed for insulin therapy.